Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump intermittently reset when the device was bumped into another object. Reportedly, the customer needed to reset the date and time settings as well as reload the cartridge and restart the continuous glucose monitor (cgm) sensor session. There was no reported impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.